Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricle sense pace lead exhibited oversensing due to noise causing pacing inhibition. The device was reprogrammed and the patient would be monitored.